Event description:
It was further reported that the revision surgery was performed as the reduction position had collapsed, and the bone union had progressed to some extent with the fractured part deformed. Initially, it was planned to re-fix, but the surgery was completed only by removing the plate system that had been indwelling. Patient outcome is reported as stable. This complaint captures the intraoperative issue of the screwdriver breakage while related complaint (B)(4) captures revision procedure due to pain. This report is for one (1) stardrive screwdriver shaft qc/t15.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the screwdriver was received with the reported condition of being broken. The visual inspection only confirmed that the stardrive tip is significantly twisted in the direction of resistance encountered during screw removal. There was no evidence of physical device breakage. The visual inspection only confirmed that the stardrive tip is significantly twisted in the direction of resistance encountered during screw removal. There was no evidence of physical device breakage thus the overall complaint was not confirmed. The total length was checked and complied with the specifications. The review of the production history revealed that this screwdriver shaft was manufactured in may 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. During the investigation, no manufacturing related issues were observed that may have contributed to the complaint condition. The damage occurred is determined to be post production/acceptance criterias. Considering the age and the appearance of this device the damage appears to be the result of high applied forces and wear over the life of this reusable device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number:314.116, synthes lot number: 7867527, supplier lot number: n/a, release to warehouse date: 15may2015, expiration date: n/a, manufactured by synthes monument. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on june 23, 2020 that on an unknown date, the patient underwent an unknown surgery using the lcp proximal tibial plate 3.5. On (B)(6) 2020, the patient underwent surgery to remove the lcp proximal tibial plate 3.5 in order to fix the knee joint after the patient experienced pain. After the surgeon removed some of the locking screws by using the screwdriver, when he tried to remove the next locking screw, the driver bent. He tried to use another driver, but the bit of this driver broke. As the bit of this driver was stuck in the locking screw head, the surgeon removed the locking screw and the broken bit together by using the hospital-owned carbide drill. The procedure was successfully completed. It is unknown if there was a surgical delay. There is no further information available. Concomitant device reported: unknown lcp proximal tibial plate 3.5 (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This report is for one (1) unk - screwdrivers. This is report 1 of 1 for (B)(4).